Manufacturer narrative:
Concomitant medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the infection was related to the pump implant. The incision had opened up and had pus. It was stated that the infection had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving morphine (unknown dose/concentration) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the pump was removed due to an infection. The patient stated that the incision was glued and the physician had placed 5 strips on it. As soon as the strips broke loose the incision started opening and the patient became septic. The wound opened up and when they tried to seal it they had to try and "stretch the skin and there were finger prints" on the patient's skin where "they were trying to squeeze the incision together." The patient stated that on their back side it wore "a hotspot on the bottom side which blew out and drained after the pump was removed." The patient asked if it was normal that "it was so tight that it is very painful and starts to make your skin leathery." The infection was at the pump pocket. The patient had assumed that it spread pretty far because the wound opened up like the "size of a dogs eye." It was noted that the infection was confirmed. The event date was noted as (B)(6) of 2015. The infection was associated with the implant. The patient was given oral antibiotics and there was a partial system explant. The patient stated that partial catheter and pump were explanted. The patient was in the hospital for 3 days and was discharged with antibiotics. The infection was being addressed by a healthcare provider (hcp). The patient mentioned that they were having a new pump placed on (B)(6) 2016.